Event description:
The affiliate is reporting that, a slap lesion repair was performed six months ago and the electrode used in the original procedure was a reused/reprocessed device. After six months, the slap was re-ruptured. Before the revision surgery was performed, an x-ray photo revealed a very small piece of metal in the pt. The metal fragment was removed from the pt during the revision surgery without further incident or harm to the pt. Although, the affiliate could not confirm the precipitator of the rupture, they claimed it was not possible that the re-rupture was caused by the fragment. There were no pt consequences as a result of this metal fragment.

Manufacturer narrative:
The metal fragment has not yet been returned to mitek for evaluation. However, the facility fully admits that the device used in the original procedure was reprocessed. This is a single use device and resterilization could vastly affect the mechanical integrity of the device. The IFU explicitly states in the warnings section not to reuse any accessories labeled as single use. At this time, the facility is not certain that the metal fragment is from the electrode used in the initial procedure. A statement from the facility is as follows: "if the metal was part of vapr electrode, it was caused by our re-use and our responsibility. Quality of the product was no problem." The fragment was retrieved from the pt and there were no pt consequences, however, if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is rec'd here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.